Event description:
Rn was providing care for patient and during morning nursing assessment noticed the PICC line was leaking from below the PICC catheter port. Interventional radiology was called and fellow placed order for patient to have line re-wired. Went to interventional radiology late afternooon. Was rewired.